Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead unknown product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was stated that the patient had had an ins before their current one, and it was replaced. The patient stated her current hcp had implanted it, and did so in 2013. The patient stated that at her 3 month appointment it was "not adjusting right". X rays taken found that the "wires got loose" and were not "hitting the right direction" the patient stated that there was a surgical procedure to fix the wiring, and a "whole new system" was implanted on (B)(6) 2013. The patient denied falls or trauma related to the issue. No specific symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.